Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed pulse testing. The cause for the failure was isolated to the monitor's electrode belt receptacle. The pin for the positive pulse wire showed signs of thermal damage. The root cause for the thermal damage to the connector pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.